Manufacturer narrative:
The calibration and qc were acceptable. The sample was received for investigation. The customer's results with the elecsys chagas method were verified (reactive). The presence of anti-t. Cruzi antibodies was successfully confirmed by in-house neutralization as a confirmatory method. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys chagas results for 1 patient on a cobas e 801 analytical unit. The initial result was 22 coi (reactive). The sample was repeated as the patient had no symptoms of the disease. The repeated result using the elisa method was 0.31 index (non-reactive). On 23-may-2024 the sample was repeated on a cobas e 411 module and the result was 26.7 coi (reactive).

Manufacturer narrative:
The analyzer's serial number is (B)(6). The sample was requested for investigation. The investigation is ongoing.